Manufacturer narrative:
E1: phone (B)(6). One device was received for evaluation. Visual inspection found fluid ingression on the downstream occlusion sensor. A review of the event history log revealed a 'cassette not attached properly' alarm. The downstream occlusion sensor was replaced, the device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a cassette detect error. There was unknown patient involvement.